Event description:
It was reported that the patient presented for implantation procedure. During procedure, the right ventricular passive lead could not be delivered to cardiac apex. The lead was replaced with an active lead. No further information was reported.